Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Based on the analysis, the alleged battery incorrectly displayed and pump history issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the battery gauge fluctuating and the pump shutting down. Additionally, it was reported that the pump history had been deleted upon the pump turning back on. Customer's blood glucose level was 256 mg/dl. Reportedly, customer continued to use the pump for insulin delivery.